Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise that were oversensed and high out-of-range (oor) pacing lead impedance measurement due to possible lead fracture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.